Event description:
It was reported that with increased dosage, the pt did not receive improved therapeutic effect. It was determined by the pt's healthcare provider (hcp) that the pt's pump failed, "as late as last week." There was no info provided regarding the concentration or dosage of lioresal used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).